Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the initial reporter. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 460cc saline breast prosthesis when she experienced capsular contracture (baker grade IV). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that previously-submitted asr reference number ip-(B)(4). And manufacturer report numbers 1645337-2018-00728 were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Information from duplicate report asr reference number (B)(4). The patient underwent explantation on (B)(6) 2018. Date of event is (B)(6) 2017. The suspect medical device deflated after implantation manufacturer¿s reference number: (B)(4).